Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the fatigued patient presented in-clinic for a follow-up, the device was found to be in backup vvi. The patient received inappropriate hv therapy. A device download was performed. The patient was fine.